Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a thoraco/esophagus procedure. They connected the handle, shell, adapter, and reload with no issue. When the surgeon looked the display screen was blackout and the device could not be used. This handle could not recognize the shell. No patient involvement.

Manufacturer narrative:
Based on review, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a thoraco/esophagus procedure. They connected the handle, shell, adapter, and reload with no issue. When the surgeon looked the display screen was blackout and the device could not be used. They used a new handle and shell. This handle could not recognize the shell. The case was completed using a manual handle. No patient involvement.